Manufacturer narrative:
The insulin pump had cracked casing at a display window corner, broken battery tube threads, cracked reservoir tube, minor scratches on the lcd window, and a completely broken off reservoir tube lip. The test reservoir would not lock/click into place.

Event description:
The customer reported via phone call that the reservoir would no longer lock into her insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the reservoir compartment became worn down over time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.